Event description:
End of catheter attachment on insulin pump was bent for 1 day. Insulin infusion to the patient from the insulin pump was impaired or non-existent. No alert from the device that insulin was not being properly received. Unknown if feature is built into the device. Resulted in diabetic ketoacidosis. Patient and family appear to have capacity to use the product correctly.